Manufacturer narrative:
Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) no product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the heartmate 3 implantation, the moderate aortic regurgitation was found before the left ventricular assist device (lvad) started to run. The patient was reopened on (B)(6) 2021 for severe bleeding with removal of blood clot due to the ECMO placement and was not related to lvad.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that before implant surgery the patient had to unload left ventricle status post atrial septal defect (asd) requiring repair and extracorporeal membrane oxygenation (ECMO) was used for 16 days. Transesophageal echocardiography (tee) showed ejection fraction at 18%, and there was mild aortic/tricuspid/pulmonic regurgitation. Aortic regurgitation became moderate during implantation. The patient was bleeding severely due to placement of ECMO for a long time. The patient stabilized later on.